Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) of 2016. Explant date: june of 2016. Additional suspect medical device component involved in the event: product family: linear 3-4 lead 70 cm upn: (B)(4). Model: sc-2352-70 serial: (B)(4). Batch: 16908053.

Event description:
It was reported that the patient underwent a system explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.